Event description:
The customer reported that the system stopped working and would not perform fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable connectors and the x-ray tube fan were cleaned. The system was tested and found to be working as intended and put back into service.